Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to an infection at the surgery scar. The patient was treated with oral medication (sepcific date and type not reported). There are no plans to reimplant the patient as of this date of report. Additional information has been requested but has not been made available as of the date of this report.